Event description:
During follow-up, a loss of capture resulting in automatic mode switch episodes were observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.